Event description:
The customer reported the system was not saving images which would likely result in data loss. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.